Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine, 10 mg/ml concentration at 6.2 mg/day dose, baclofen, 150 mcg/ml concentration at 93.15 mcg/day dose and dilaudid, 1 mg/ml concentration at 0.62 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that actual reservoir volume (arv) greater than expected reservoir volume (erv). Reported volumes were arv: 40 ml and erv: 5.3 ml. No discrepancies were noted on past refills. Pain had been worse since last refill. The hcp was going to perform a catheter aspiration and dye study, and a roller study next week. No further complications were reported.